Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient had a blood glucose of 566mg/dl with extreme thirst and urination. During troubleshoooting, customer support found that air bubbles were present and attributed the excursion to unspecified training misuse. There was no indication of product misuse. This complaint is being reported as the patient experienced hyperglycemia related to use error.